Event description:
A venaseal closure system was being used to treat a patient. The lumen was not flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Hand compression was used. It is reported that during use blood entered into the distal end of the applicator catheter, preventing the glue from exiting through the tip of the catheter. The procedure was discontinued. No additional treatment required. No patient injury. Part of the applicator catheter appears to have detached.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one image was returned by the customer for evaluation. Image 1: this image depicts the clear catheter positioned inside of the blue introducer, it can be clearly seen that the tip of the clear catheter has been cut off and the tip looks like it is occluded with biologics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.